Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device reference in this report (including x-rays and medical records) will be requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, pain in groin and left hip. Right hip replaced 8 years ago, but only has problems with left.